Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker recorded possible noise, oversensing, pacing impedances high out of range, intrinsic amplitude out of range, and was explanted earlier this year. The reason for the explant is unknown at this time and additional information has been requested. The explanted pacemaker will not return for analysis due to the device was given to the patient. Additional information was provided the pacemaker and leads were explanted earlier this year and replaced using non-boston scientific products. Specific information on the explanted device and leads is unknown. It was confirmed the device was given to the patient. Outside of the revision, no adverse patient effects were report.

Event description:
It was reported that this implantable pacemaker recorded possible noise, oversensing, pacing impedances high out of range, intrinsic amplitude out of range, and was explanted earlier this year. The reason for the explant is unknown at this time and additional information has been requested. The explanted pacemaker will not return for analysis due to the device was given to the patient. Outside of the revision, no adverse patient effects were reported.